Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that a breakdown was observed on the leads. It was later noted that the reason for explant was noise and fracture. The patient condition is stable. Related manufacturer reference number: 2017865-2021-06541.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. Multiple external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event of noise was isolated to the external insulation abrasions which is consistent with friction to the device can. Other damages found are consistent with procedural damage.